Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The sulu was received fully fired and with and engaged interlock. The sulu was reloaded with staples and loaded into a pmv test unit. The sulu and stapler were applied to the appropriate test media with proper staple formation and cleanly transected test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a completion colectomy procedure, the stapler was fired across small bowel, on one side of small bowel staples formed however, the other small bowel side there were gaps in stapling. Another device was used to complete the surgery. Air leak test was performed through anus and bubbles were observed, surgeon oversew two areas of small bowel to resolve the issue. Surgical time was delayed over thirty minutes due to this product problem. The surgeon was forced to used to divert fecal using a loop ileostomy and ileostomy reversal will be performed to reverse loop ileostomy. The surgeon planned to do this originally. Minimal tissue damaged. The patient is currently stable.